Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported by the patient that the artificial urinary sphincter (aus) implanted for about 9 years is causing pain and an increase in incontinence and that the skin is breaking down. The patient has an appointment to see the physician.